Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on electronic assembly or motor. The pump passed displacement test and self-test and no unexpected check settings alarm were noted. The pump had cracked display window corner and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer treated the high readings with the pump. The customer stated that the pump was in a whirlpool and lap pool. The customer stated that she had the pump inside the bathing suit. The customer stated that there was fluid under the lcd display. The customer stated that she cannot see the screen and the button is unable to be pressed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.